Event description:
According to the initial information received, during the first attempts to deploy the 22mm amplatzer septal occluder (aso) with an amplatzer torqvue 45 degree delivery system (dtv45), the aso could not be aligned to the atrial septal defect. The patient had a few-minute episode of complete av block and st-t changes which required atropine and rv pacing. The patient returned to normal sinus rhythm. The aso and dtv45 were removed and a hausdorf sheath was used, as there was a small anter-superior rim. Multiple attempts at deploying the 22mm aso were unsuccessful as it deployed cobra-shaped. It was noted on fluoroscopy that the patient developed a pericardial effusion which was confirmed by echocardiogram. The patient was given aggressive fluid resuscitation and pericardiocentesis was performed with drainage of a large volume of frank blood. This blood was auto-transfused via the venous sheath as it was removed, and the patient also transfused an additional 1 unit of prbcs. The patient was sent to the operating room where the defect was surgically closed. The patient is doing well without any untoward effects.

Manufacturer narrative:
Aga medical could not evaluate the aso involved in this incident since it was not returned to us. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. This event will be reviewed by the aga medical erosion board. Upon adjudication, the results will be provided in a supplemental report.

Manufacturer narrative:
This event was reviewed by the aga medical erosion board and determined that no erosion occurred.